Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood glucose (bg) values were not being recorded in the pump history. During troubleshooting with tandem technical support, customer disconnected from the pump and entered a series of bg values into the pump and all were confirmed to be recorded in pump history. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
On 3/17/16 follow up: during troubleshooting with tandem technical support, customer entered bg value into the pump and confirmed entry in the pump history. Customer uploaded pump data to t:connect. Review of t:connect by tandem technical support confirmed data was present. Customer acknowledged and stated that it was possible entries had been entered into her bg meter instead of into the pump.